Event description:
The information provided to sjm indicated in (B)(6) 2013, the patient presented with heart failure. On (B)(6) 2014, the patient went into shock. An echocardiogram revealed paravalvular leakage. The valve was explanted and replaced with another sjm epic mitral valve.